Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pocket discomfort. The patient underwent a revision procedure wherein the pocket site was relocated and new extensions were implanted. The patient was doing well.